Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 9:00 am the patient obtained the blood glucose reading of 375 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values. The patient manages her diabetes with insulin pump therapy. At 10:30 am the patient experienced ¿low blood sugar symptoms¿; she did not provide specific details of her symptoms. The patient did not retest her blood glucose level while symptomatic. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Quality control testing was performed during the troubleshooting telephone call, with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated blood glucose reading on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.